Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR is being submitted to report the ae of delayed wound healing; an additional MDR shall be submitted to report the ae of pain. Not returned - remains implanted.

Event description:
Per clinical trial (B)(6): on (B)(6) 2017, patient underwent bilateral revision augmentation mastopexy. A full vertical and horizontal t incision was used. 2 pieces of galaform (galaflex 3dr) were used. Concomitant procedures included revision of tummy tuck, liposuction fat grafting to buttocks. On (B)(6) 2017, left delayed wound healing was reported. Patient had breast wound closure procedure on (B)(6) 2018 and received medication (hypochlorous acid and aquaphor). Resolved (B)(6) 2018 with no sequelae. Review by medical affairs identifies as likely related to the device and serious.